Manufacturer narrative:
The device was returned to the manufacturer for analysis. An investigation of the device inspection records was conducted by the manufacturer. There were no deviations or non-conformances during the inspection process. The reported fault was unconfirmed. Root cause was user error, device used with an incompatible accessory. No manufacturing, workmanship, or material deficiency has been identified. Device identifier: (B)(4).

Event description:
A biomedical engineer reported that on (B)(6) 2019, the 00mlxau mlx 300 lightsource w/australian power cord was being used with a breast retractor (and not a headlight). A non-integra cable was being used and came into contact against the patient¿s skin. A bilateral burning to legs was reported. Additional information received on (B)(6) 2019 stated that the burns were not on the legs but on the chest, small bilateral burns under the breast from where the retractor had been placed during the bilateral breast implant and capsulectomy procedure. A surgical assistant noticed burn on patient when operating on the second side while doing implant removal. The light source unit was swapped and sent for testing as the outer casing was noted to be hot. The surgical case was completed with another light source, breast retractor light lead and connector noted to be cooler to touch once light source was changed over. The component responsible for the burn was the connection point at which the surgical retractor connects to the sterile light lead. An ice treatment was placed on the burn sites immediately and was dressed as per surgeon's request. There was no delay in the surgery. Patient recovered well post operatively.